Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Stent placed in the common left iliac vein on (B)(6) 2010, patient has may thurner's syndrome. Approximately two months post index procedure, the patient was brought back to the hospital and the stent appears to be possibly fractured and folded over inside of itself at the proximal end of the stent completely occluding the vessel.

Manufacturer narrative:
Approximately two months after having a stent placed in a chronic total occlusion located in the left common iliac vein, the patient was brought back to the hospital and per the physician the stent appears "not fractured, crumpled - one wall folded into the stent lumen" completely occluding the vessel. The physician was unable to treat because of the stent problem and resultant venous clot. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records were reviewed and product met all quality requirements for product acceptance. Based on the information available at this time no conclusion can be drawn between the event and the device. It would be very unusual for a self expanding stent to fold over on itself without additional mitigating circumstances. Additional information is being sought in order to clarify the event. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.